Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: additional PMA/510(k) number k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported aug 21, 2023 tooth #3 extracted with bone grafting. Implant #3 was placed on (B)(6) 2024. Patient returned for post op visit on (B)(6) 2024 with infection. Implant removed due to diabetic patient with health history of kidney transplant and heart failure. Site debrided and left open to drain. Per indicated: symptoms as a result of the event: abscess, pain. Surgical/medical intervention required for permanent damage: yes, implant removed site debrided. Was there a delay during the procedure: no. Additional appointment required: no. Was the procedure completed using another implant or another device: no.